Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found one non-conformance related to damaged packaging. The nonconforming product was reworked, repackaged and re-sterilized. The product met all final packaging/sterilization acceptance criteria prior to release for distribution. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 7. Reference MFR report: 1627487-2015-01169, 1627487-2015-01170, 1627487-2015-01171, 1627487-2015-01172, 1627487-2015-01173, 1627487-2015-01174. The patient received two scs extensions from the same lot number, and four scs anchors from the same lot number. It was reported the patient's scs system surgical incisions were not healing well. The physician was concerned for potential infection due to a scab on the scs ipg's incision. The scab was removed and the incision was cleaned out and closed up. Follow-up identified the patient's entire scs system was removed due to infection.